Event description:
It was reported a patient's atrial lead presented with undersensing, failure to sense, and p-wave amplitude variation. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's atrial lead presented with undersensing and p-wave amplitude variation. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.